Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue from both a five (5) hour protocol run in retort a and a 15 hour fatty tissue protocol run in retort b. The complainant advised that the tissue samples from the affected processing runs were brittle and friable, which made sectioning difficult, and that the quality of the stained sections prepared from the affected tissue samples was not satisfactory. On (B)(6) 2013, leica biosystems received information from the laboratory indicating that re-biopsy will be necessary for an unspecified number of patients. Information as to whether re-biopsy of any patient(s) has actually been performed, together with the gender and age of the patient(s) and an identifier for any re-biopsied patient(s) were sought. On (B)(6) 2013, leica biosystems was advised by the laboratory that re-biopsy of an unspecified number of patients has been performed. The laboratory indicated that provision of further specific details for these patients is awaiting clearance from the clinical director and the organization legal team.